Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pause episodes were noted on the device. Upon review of session records, false pause episodes due to loss of electrode contact in the pocket was observed. The patient was stable and will continue to be monitored. No further information is available at this time.